Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right breast implant saline mentor smooth round moderate profile 300cc, serial number (B)(4) lot number 7383752, catalog number: 3502300.. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile 300cc saline breast implants that bilaterally deflated after implantation, and there was an issue for both implants with capsular contracture baker grade I after implantation. The issue diagnosed visually and by palpation. As a result, the patient underwent bilateral removal and replacement for the right side: catalog number: 3341154, serial number: (B)(4) and for the left side: catalog number: 3341154, serial number: (B)(4) on (B)(6) 2018. This report is for the left implant.

Manufacturer narrative:
On (B)(6) 2018,the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).